Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, after combining the stapler handler with the reload, the green safety button was pressed and handle could not be squeezed but it was not firing. The event occurred during the procedure but the device was not used on the patient. Surgeon used other device to resolve the issue. There was no patient injury.